Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia repair (tapp) procedure, a component (broken spring) of the disposable instrument disengaged into the abdominal cavity of the patient. The tacks were successfully retrieved. The device was not able to fire tacks normally, and a new device was used to complete the procedure.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection noted that the instrument revealed that the timing was disrupted, and the tack and spring were protruding from the tip of the device. The spring weld was acceptable. Twenty four tacks were remaining. Functional testing found that the trigger was actuated with acceptable results. It was reported that the instrument broke and components disengaged. The reported issues was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the timing is disrupted and the tack dose not disengage from the instrument and pulled from the tissue at the same time, stretching the tack and/or spring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not apply excessive force when firing the instrument, as the instrument may jam. If a helical fastener becomes jammed, rotate the instrument counterclockwise. Applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. To fire the instrument, simultaneously press the instrument nose against the tissue, mesh or patch and squeeze the handle completely; this sets the instrument for the next firing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.